Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation but no piece of insulation w missing, the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument had insulation damage. The customer reported event has no report of patient injury. The recurrence of the alleged failure mode would not cause or contribute to an adverse event or serious injury.